Manufacturer narrative:
(B)(4). The device remains in service pending the procedure to evaluate the ra lead. This report will be updated when additional information is received. Boston scientific received additional information. The leads were all tested prior to the revision, with normal measurements noted. The physician disconnected the ra lead from the device and tested it on the pacing system analyzer (psa); the pacing impedance measurement was within normal range. The lead was reconnected to the device and the pacing impedance measurement remained the same as when tested with the psa. No abnormal impedances were found on the ra lead, and no problems were encountered when inserting the ra lead into the device. The non-boston scientific ra lead and the device remain in service. The patient will continue to be monitored with a remote monitoring system to observe the lead daily measurements.

Event description:
Boston scientific received information that during a device follow-up approximately one month post-implant, this cardiac resynchronization therapy defibrillator (crt-d) and associated non-boston scientific right atrial (ra) lead exhibited high, out-of-range pacing impedance measurements that were greater than 3,000 ohms. It was noted that lead insertion difficulties had been experienced when connecting the right ventricular (rv) lead and the left ventricular (lv) lead, but those issues were resolved during the implant procedure. There had been no reports of lead insertion difficulties with the ra lead at that time. A revision procedure was scheduled to evaluate the ra lead and to verify proper lead insertion. No adverse patient effects were reported.